Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that a skin infection occurred after implantation. It was treated by medication, but healing slowly. This lead to surgical intervention. The pt was explanted on (B)(6), 2011. A review of the sterilization records shows that the device has been subject to a valid sterilization process.